Event description:
A user facility submitted a repair request to the olympus service center indicating, the image with the hd autoclavable camera head cut off, had bad cable, and had bad contact at the connector. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, appearance defect was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Additional information received from the initial reporter confirmed that the device was being used in obstetrics and gynecology, but the name of the procedure is unknown. The event occurred during the procedure and the procedure was completed by replacing with another camera head; the procedure was completed successfully, no problem delay.

Manufacturer narrative:
This report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the device investigation, the reported image issue could not be reproduced and the root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.